Event description:
It was reported the patient was in pain from the procedure. The patient said the physician implanted the device on their waist and they thought it was going to be placed on the upper buttocks area. Because of the location of the device the patient cannot wear jeans or skirts. The patient has had to wear scrubs since implant and has to wear them below their waist. It was noted the device was working. Where the physician ¿took out the lamina and placed the leads there is a large lump.¿ the patient cannot lean back in a chair or lie on their back because of the lump. When the patient lies on their side they can feel the wire all the way down their back. They also noted the scar on their waist was very swollen. The patient wants their stimulator moved to a different position. It was further reported that the patient couldn¿t get comfortable and couldn¿t sleep. The patient noted ¿when they lie down they have the setting up over 400 and it is too strong" so they have to turn it down or lay on their side. It was further reported where the physician put the leads in is painful. It was further reported the patient¿s primary physician noted the incisions appeared to be healing well. There was some slight swelling noted over the battery site. No other intervention was taken. The patient was satisfied with their stimulation coverage. All impedances were in normal range and the patient was instructed on how to recharge their battery. It was further reported both incision sites were still sore but there was not redness. The patient was having trouble wearing bra and or pants. Patient noted that when they lay flat stimulation is at a much higher level and when they turn on their side they could not feel stimulation. The location of the symptoms was at the stimulator location and lead location. It was further reported that the patient had pain in their right leg and it was unbearable to sit down. It was also noted that the patient had pain in their back. It was also noted that the patient had swelling to the left of the lead site that was not there a few days prior. It was noted that the patient wanted their device removed. It was stated that the trial device worked for the patient. There were no falls or trauma associated with the event and it was stated that the patient was very active. It was noted that the patient had x-rays taken a week prior to the report and everything looked fine. It was noted that the stimulation helped the patient¿s leg a little bit but the stimulation didn¿t reach their back and if they turned it up they got pressure in their chest and it hurt their left knee. It was noted that if the stimulation was turned off the patient didn¿t have any pressure in their chest but still experienced pain in both of their legs. It was noted that after the initial implant the patient couldn¿t lift their head when they got home. It was further reported that the patient was having pain at the spinal cord stimulator site. It was noted that the patient¿s device was reprogrammed. It was noted that the patient had no injury and didn¿t like the ¿pain/sensation¿ from the spinal cord stimulator. It was further reported that the patient had stimulation in the wrong location. It was noted that the patient now had back pain besides the leg pain that was present when the device was implanted. It was noted that the patient had acute pain. It was noted that after the patient got their device reprogrammed it was helping only in their leg. It was noted that the last manufacturer representative had the stimulation in the patient¿s stomach and back and it caused the patient¿so much pain.¿ it was noted that the patient was afraid of side effects from their device. It was noted that the patient ¿had radiofrequency done.¿

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).